Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned and lot number is not known. The returned meter was evaluated with reference test strips and performed to specification. No failure detected.

Event description:
Caller indicated the assure 4 meter was reading high. Pt. Was found unresponsive in her room. Lab work had been done about an hour previous to this but the results didn't come in until after the incident took place. The caller took blood glucose reading using assure 4 meter and the reading came back as 145. The pt was rushed to the ER in ambulance. The lab work came back (about an hour ½ after blood was drawn) and the results were 27. The hospital called facility to tell them her blood glucose reading when she got to the hospital was 50mg/dl. It takes about 7 mins to get to hospital. Strips were discarded and lot is unknown. Controls used were in range. Replaced product.